Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000107824.

Event description:
It was reported the patients leads migrated. Migration was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott that the patient was receiving poor stimulation. During a scheduled appointment for programming update an on site c-arm was used to review imaging and determined both leads had migrated. Lead revision was completed per physician discretion and previous leads will not be sent back to due to facility policy. Therapy has been restored. Based on the information received the root cause of the reported incident was lead migration and lead migration is not product related.

Event description:
It was reported surgical intervention was undertaken wherein the leads was explanted and replaced.